Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the acculink was returned with contrast visible in the shaft. There was dry blood and contrast visible on the tip of the catheter. The stent was partially deployed with 3mm protruding from the distal end of the distal outer member. There were traces of dry blood visible on the partially deployed section of the stent. The support mandrel had been removed from the tip and was not returned. There was no other damage to report. The handle was in the locked position and the slider was at the distal end of the handle. Quality engineering has reviewed the incident information and returned device analysis. Visual analysis demonstrated that there was dry blood and contrast visible on the tip of the catheter and traces of dry blood visible on the partially deployed section of the stent. Engineering suggests that the partial deployment of the distal end of the stent may be related to the mandrel removal technique. Due to the presence of the blood on the stent and the soft tip, it is possible that during removal perhaps the mandrel and tip were pulled together in one direction while the distal outer member was held stationary. Quality engineering was unable to determine a conclusive root cause; however, it may be related to the operational context in which the device was utilized. The lot history record was reviewed and there were no non-conformities associated with this product lot. Quality engineering was unable to determine a conclusive root cause. This MDR is considered closed by the quality assurance department.

Event description:
Device malfunction: partially deployed, time of malfunction: during unpacking, symptoms / ae: none. It was reported that when the acculink was unpacked the stent was protruding out of the protection sheath. It was decided not to use it and a new device was used to complete the procedure. No additional information was available.